Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump had no delivery alarm repeatedly. The customer's blood glucose level at the time of incident was normal. The no delivery alarm occurred while using the loaner insulin pump. No further details were given. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.